Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism broke. The enduser wanted to close the safety cap after a vaccination but it broke off without putting any force on it.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety mechanism broke was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
The enduser wanted to close the safety cap after a vaccination but it broke off without putting any force on it.